Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
A new defibrillation lead was implanted on (B)(6) 2020. The rv pace/sense and rv df1 pins are capped. The atrial sensing dipole remains active. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise with oversensing was seen during rv pacing, first noticed on a home monitoring transmission and subsequently seen during in person interrogation. Capture threshold remains normal. No impedance change. Patient had no adverse effects, no inappropriate therapy. Lead remains implanted, but physician has disabled tachycardia therapy and will schedule a new lead implant. Should additional information become available, this file will be updated.